Event description:
The customer reported via phone call that they visited emergency room due to low blood glucose level on (B)(6) 2022. The customer¿s blood glucose level was over 47 mg/dl at time of incident. Customer was experienced symptoms like feeling tired, disoriented. Customer's family took him emergency room. Customer reported whole reservoir pumped through in body. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.